Event description:
It was reported that during a meniscus repair surgery, after deploy of the fast fix device t1, the t2 deploy prematurely. T1 was left secure in patient and t2 was removed from patient using tweezers. The procedure was successfully completed with non significant surgical delay using a back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device was not returned in its original packaging. The t1, t2, and suture were not returned. The actuator is twisted inside the needle and in the pre-t1, post-t2 position. A functional evaluation was performed on the returned device and found the actuator cycled to the tip, corrected its orientation inside the needle and continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended actuation of the device. No containment or corrective actions are recommended at this time.